Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: complaint of bent left side frame and pulling to the left was not confirmed, secondary failure, confirmed that the left seat rail was bent. Provider states out of box the left side frame is bent and therefore causing the chair to pull to the left side. Provider states no damage to the outside of the box and product never reached a patient.

Event description:
Provider states out of box the left side frame is bent and therefore, causing the chair to pull to the left side. Provider states no damage to the outside of the box and product never reached a patient.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: complaint of bent left side frame and pulling to the left was not confirmed, secondary failure, confirmed that the left seat rail was bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.